Event description:
Philips received a report that the patient suffered burns (2nd degree) with blistering to each hand following the lumbar spine examination. A small blister over the knuckle of the thumb of the right hand and on the index finger of the left hand was visible in the provided image.

Manufacturer narrative:
There is no indication of a malfunction of the mr system or coils used that could have contributed to the incident. The patient received burns (2nd degree) with blistering to each hand following the lumbar spine examination. A small blister over the knuckle of the thumb of the right hand and on the index finger of the left hand was visible in the provided image. The injuries most likely occurred due to contact at the base of the patient¿s right hand thumb and the left hand index finger. No padding was used to prevent this from occurring. The patient was provided cooling with no other medical intervention required and is expected to fully recover. The injuries, 2nd degree burns to each hands, are consistent with heating incidents caused by insufficient distance between body parts, a so-called skin-to-skin burn.